Manufacturer narrative:
The patient weight was requested but not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 81 days. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was routinely transplanted on (B)(6) 2017. During the time of transplant a collection of purulent fluid was found in the mediastinum. Cultures taken were positive for serratia marcences and the patient was placed on cipro after being transplanted. In addition, it was also reported that after the device was removed a white tissue like substance was found in the lumen of the inflow cannula wall. It was reported that there had been no issues or complications leading up to transplant, no vad malfunction or parameter changes, no patient heart failure symptoms, and no infection symptoms or labs. The customer mentioned that the patient had experienced a driveline trauma event on an unspecified date. The patient was prophylactically placed on cipro and doxy but never had any positive cultures related to this event. No additional information was provided.